Event description:
Received a written report of an event that occurred in 2005 that stated "patient had a loss of consciousness 10 minutes into treatment with respiratory distress and it is felt a possible dialyzer reaction". This patient is new to hemodialysis and this was the patient's fourth treatment. The patient was placed on hemodialysis machine at 1121 and at 1137, became unresponsive, cyanotic, and no respirations. The patient's bp dropped to 82/44 and his heart rate was 86. Oxygen was administered and also a 400 ml bolus of normal saline was infused. A blood sugar was obtained and was 279. The patient responded to the interventions and became alert, and reported "he felt fine". The patient's hemodialysis continued with no further ill effect. All the patient's blood was safely returned at the end of treatment. The patient was discharged to home in no apparent distress. The md was notified and came into the unit to evaluate this patient. There is no sample or lot number available. The patient reportedly will return to the clinic as scheduled for his next hemodialysis treatment.